Event description:
The customer contact reported the touchscreen buttons were not responding. The device was returned to the biomedical department from an unspecified floor with a note that stated, "buttons not responding". There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen ws nonresponsive and was not able to be calibrated. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen did not respond. This was due to a broken touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.